Event description:
It was reported that the patient with this right ventricular (rv) lead presented multiple ineffective electric shocks during a ventricular fibrillation (vf) episode and finally an error code 1005 was triggered by the device. It was also mentioned that the rv lead recorded shock impedance greater than 125 ohms, which is high out of range and the patient remained hospitalized and intubated in the intensive care unit. Technical services (ts) reviewed the event and discussed the patient required 5 external shocks, adrenaline and cardiac massages to return to sinus rhythm. X-rays were taken and ts noted it appears a very dilated heart. Ts later mentioned the observations are very likely related to lead calcification and shock impedance increasing gradually and needs to be replaced. The device is good to continue in service. The rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.